Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The programmer also reflected a communication error. The patient was last able to recharge the device approximately 4 weeks ago and last felt stimulation 2 weeks ago. The ipg was confirmed inoperable. In turn, the patient will undergo surgical intervention to address the issue.